Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, two openings assessed, as surgical damage. Additional observations: missing shell assessed, as inconclusive. Broken of plug strap assessed, as surgical damage. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.